Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a suture break occurred. A flexima¿ apdl was used for percutaneous chest drain. When the procedure was almost done, the physician tried to make a loop and it was noted that the string snapped. The catheter was removed by inserting a 035" non-bsc guidewire and pulled it. The procedure was completed with another of the same device. No patient complications reported and patient condition was stable.